Manufacturer narrative:
The lot complaint history was reviewed; this is the first complaint for the finish goods lot and first for this issue for this lot. The device history record shows the product was released per specifications. It was also noted during the investigation that the customer reported a lot number that is expired, which is clearly indicated on the products labeling. The condition of the returned product was found to be expired when the customer utilized the product for this event. Product expiration dates are established to ensure the safety and efficacy of the product. Any use of product after its expiration date is not recommended and there is no guidance on usage of product that has exceeded their expiration dates. The root cause for this complaint is not known as the product was expired, therefore, specific action with regards to this complaint cannot be taken. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the cassette was broken during preparation for a procedure. When the cassette was inserted and tested in the console, leakage occurred and the cassette could not complete the test. There was no patient harm.